Manufacturer narrative:
Per additional information received, bard medical has determined that this MDR was initially reported in error as this event is not reportable. .

Event description:
It was reported that the cartridge malfunctioned. Upon initial inspection, the sticking was confirmed. The radiation amount emitted into the patient's body was not harmful. A limited procedure delay (about 5 minutes) occurred. The cartridge was replaced. It is unknown if the patient received all the seeds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the cartridge malfunctioned. Upon initial inspection, the sticking was confirmed. The radiation amount emitted into the patient's body was not harmful. A limited procedure delay (about 5 minutes) occurred. The cartridge was replaced. It is unknown if the patient received all the seeds.